Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. This report is for a veterinary complaint; there was no human patient involvement; therefore, this report will be reported as a malfunction not an adverse event. This report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: this report is for a veterinary complaint; there was no human patient involvement. It was reported a greyhound was implanted with a plate and screws. Sixteen (16) months later the devices had to be explanted due to a surgical site infection. While explanting the devices, it was found the screws in the metacarpals expect for the most distal one had sheared off at the screwhead-shaft interface; this occurred with both locking and non-locking screws. It was noted this was not visible on radiographs. When the plate was removed two screw shafts were retrieved but the tip and some body of one screw was unable to be removed. All the screws removed easily, and no pressure was required to remove them. Two of the shafts remain in the dogs¿ metacarpals due to the shearing of the screw happening below the cis cortex and thus irretrievable without burring them out which was deemed too risky as the metacarpals could subsequently fracture. Concomitant devices: vet locking compression plate (part vp4301.12, lot h685923, quantity 1); cortex screws (part unknown, lot unknown, quantity 6); locking screws (part unknown, lot unknown, quantity 5). This report is for an unknown locking screw. This is report 3 of 3 for (B)(4). Additional devices for this event are captured on related complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: visual inspection: unk - screws: locking: trauma was received at us customer quality (cq). Upon visual inspection at cq, it is observed that there is no damage observed with the screw except minimal wear consistent with the device use which would not contribute to the complaint condition. Defect identified/ device failure? No. Complaint confirmed? No. Investigation conclusion: visual inspection of the received device was performed at cq. The complaint cannot be confirmed. The device was identified to be explanted due to the infection without any product issue. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H6: code 3191 used to capture surgical intervention and medical device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.